Manufacturer narrative:
(B)(4). Batch # t5a53r. Device evaluation summary: the analysis results found that the cdh25a device arrived in the product investigation lab with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition, the washer and knife were noted to have nicks. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Device returned was confirmed to have an uncut washer. Device batch information was reviewed, and it was confirmed to be manufactured within bounding time period of the field action. Upon further analysis, the device was twice reloaded with staples and additional tissue testing was performed. The device cut the washer and had acceptable staple formation when fired into indicated tissue thickness. The device did not exhibit behavior associated with the field action. The device performed as intended during analysis testing. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # t5a53r. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? A laparoscopic low anterior resection. Did the patient receive any preoperative chemotherapy or radiation? No further information is available. What is the current status of the patient? The patient is stable as of 17th june.

Event description:
It was reported that during a laparoscopic low anterior resection, there was no feedback of breaking the washer at the first firing. The device was used between the colon and the rectum. It was found that the deployed staples were wholly loosely formed. The target tissue was not cut completely, so that the device had a difficulty in being removed from the patient. After the device was removed from the patient, the target tissue of the rectum side was recut and anastomose again. The indicator was the middle within the green range, and the surgeon fully grasped the firing handle at the firing. Another device was used to complete the case. The surgeon had experience in using cdh devices. When this trouble happened, the surgeon did not remove the device. He cut the tissue then removed it. He used the replacement and was able to anastomose. However, he added the temporary colostomy bag. The sales rep did not know which device was used on cutting the tissue, but the surgeon finished the procedure under laparoscopic surgery. It was found that the washer was deformed when the sales rep checked the it after the procedure. The surgeon and an assistant told the patient and his family creating a stoma was related to anastomosis device¿s failure. The patient is stable.